Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they noticed plastic ring hanging on the tubing. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The information provided in with initial report was incorrect and or missing. The correct information has been provided with this report. The insulin pump was received with missing reservoir retainer and reservoir tube o-ring.